Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: result - the customer returned 5 representative, unused samples. A sleeve recovery test was performed where the puncture needle was placed on a holder and insert vacuumed tubes 20 times. All sleeves recovered and no abnormalities were found. The manufacturing site performed a sleeve recovery test on 5 retention samples from the reported lot 6174373 and all sleeves recovered with no abnormalities found. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number. Conclusion - no abnormalities were found on the customer returned samples or retention samples. According to the complaint description, the customer did not use a holder to collect blood, which is required per the IFU. Therefore, the manufacturing plant cannot confirm if the defect is related to manufacturing. An absolute root cause for this incident was not determined.

Event description:
It was reported that in the morning of (B)(6) 2016, the nurse was performing a blood draw with the suspect device and a bd tube without a holder. The suspect device could not be separated from the tube so the nurse used her gloved hand to remove the device. The sleeve did not recover, resulting in a needle stick injury. The source patient is (B)(6) with a quantification of (B)(6). The nurse squeezed the puncture site and disinfected with standard practice. The nurse received an injection of (B)(6) and 24 hours following the injection, the nurse tested (B)(6). The nurse will be tested again in 3 months.